Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. The sample was received with the catheter tubing detached from the cone adapter. There was a visible ring of adhesive residue on the exterior of the tubing at the proximal end. This is located 6mm from the end of the tube. The components were viewed under uv light. Both the tube and cone adapter fluoresce. The investigation concluded that the application of adhesive appeared to be consistent on both components. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction catheter detached completely during the first suction. The catheter was replaced with a new one immediately, and there was no injury to the patient.